Event description:
Pacemaker generator replaced about 3 months ago. Pt had experienced near syncopal episodes.what was the original intended procedure?revision of pacemaker leads.device #1is this a laboratory device or laboratory test?no.